Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events could not be identified although it can be presumed that the event occurred due to user error. The event can be detected/prevented by following instructions for use on the leakage test: reprocessing manual chapter 5: reprocess the endoscope 5.4 leakage testing of the endoscope and operation manual chapter 5 troubleshooting 5.1 troubleshooting chapter olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing her olympus evis exera iii duodenovideoscope, the unit failed the manual leak test. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit successfully passed the leak test during the device evaluation. However, it was noted that the light guide lens was chipped, and the adhesive was cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.